Manufacturer narrative:
Manufacturer's investigation conclusion: review of the account¿s submitted computed tomography (CT) image confirmed an extrinsic outflow graft obstruction (eogo) which could have contributed to the reported low flow alarms observed in the submitted log files; however, a specific cause for the outflow graft obstruction could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2025 which captured low flow hazard alarms throughout the file. No other notable events or alarms were observed, and the pump appeared to function as intended at the fixed speed. A corrective and preventive action was initiated to further investigate heartmate 3 eogo. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low flow alarms that were positional and constant. These were stated to be unrelated to volume and blood pressure. Log files were submitted for review as there was concern for outflow graft obstruction. The event log file captured low flow events on (B)(6) 2025. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5 lpm during the events. The log file contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) was dynamic and elevated. Technical services stated that the pi values and the pump power were non-variable. These patterns were consistent with what would be seen in a log file when an obstruction may be present. The patient returned to the operating room (or) on (B)(6) 2025 for outflow graft exploration. A subxiphoid incision was used. The surgeon cut the bend relief vertically and used suction to evacuate biologic material. Upon evacuation, flows went from 1.9 to 4.0 lpm. Antibiotic irrigation was performed before closure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.